Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymtptomatic patient presented for implant of an epicardial lead. The left ventricular lead was capped due to high capture thresholds. During the procedure, the right ventricular lead was observed to have an insulation breach. The breach was repaired and the lead remains implanted. There were no adverse consequences to the patient before, during, or after the procedure.

Event description:
Additional information received noted the right ventricular lead was explanted and returned to the manufacturer.

Manufacturer narrative:
The damage found was sustained during procedure. The portion of the lead received lead was otherwise normal.